Event description:
The customer reported they were getting a high ma error message. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked the ma null and repeated the filament calibration. He retested the system and no further errors appeared.